Manufacturer narrative:
B3: date of event is estimated. D4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the manufacturing records and complaint history records could not be conducted as the device was not returned and the part and lot numbers were not reported. The reported patient effect of hemorrhage and ischemia are listed in the prostar instructions for use as known patient effects of use with suture mediated closure device procedures. The root cause of the reported difficulties cannot be determined. The subsequent treatments and patient effects are likely related to circumstances of the procedure. In this case, failure to achieve hemostasis was possibly due to a poor vessel capture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide and prostyle devices referenced in b5 are filed under separate medwatch report numbers. Literature attachment: article title: "comparison of ultrasound- versus fluoroscopy-guided femoral access in transcatheter aortic valve replacement in the era of contemporary devices: the easier registry".

Event description:
This study compared the results of complications occurring in transcatheter aortic valve implantation (tavi) procedures using ultrasound guided access versus tavi procedures using fluoroscopy guided access. The intention of this study was to compare vascular complications between the two methods of guided access. The study consisted of 458 patients (274 used ultrasound and 184 used fluoroscopy). The article reports that prostyle, proglide, prostar, and non-abbott devices were used at all large bore access sites to achieve hemostasis. The pre-close technique was used with proglide/prostyle closure devices. The following adverse events were mentioned potentially related to the use of proglide, prostyle, and prostar devices. Failure to achieve hemostasis requiring additional closure device, ischemia, bleeding, other unspecified major and minor vascular complications, medical intervention (balloon angioplasty), surgical intervention, blood transfusions, medication, and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, "comparison of ultrasound- versus fluoroscopy-guided femoral access in transcatheter aortic valve replacement in the era of contemporary devices: the easier registry".